Manufacturer narrative:
This event occurred on an unspecified date in (B)(6) 2019. Device manufactured between: june 4, 2018 to june 5, 2018. The device was received for evaluation. A visual inspection was performed and it was noted that the coil cap was detached from the device housing. The reported condition was verified. The cause of the reported condition could not be determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the coil cap of a small volume intermate was loose. The loose coil cap was discovered prior to patient use. There was no patient involvement. No additional information is available.